Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
The consumer reported that the patient experienced a loss or change of therapy. It hadn't been working for quite a while and the patient sort of ignored it because their spouse kept having to go to the hospital. The patient's symptoms hadn't been getting relieved and they stopped feeling stimulation since about 2 months ago in 2016. The patient saw a low patient programmer battery screen, so they were going to try new batteries. The patient could call back if that didn't resolve. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Event description:
Additional information from the patient reported they went to their healthcare provider (hcp) and their nurse got it going again. They noted it quits regularly. The patient stated that it is pretty useless. They do not know what cause the loss of stimulation and effect.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.